Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with the pump via bolus. The customer mentioned that there were bent cannulas on the quick set. The customer declined to troubleshoot for bent cannulas and high readings. The customer's current blood glucose reading is 121 mg/dl.